Event description:
Boston scientific received information that a red alert was triggered due to high out of range shocking impedances involving this implantable cardioverter defibrillator (ICD). At this time no action has been taken to address this issue. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this event will be updated.

Manufacturer narrative:
Analysis of the electrocardiograms by technical services noted no noise on the shock channel. Technical services discussed a possible lead issue or a connection issue. A follow up was recommended for this patient in order to evaluate the root cause of the high shocking impedances. No change at this time. Upon further information this event will be updated.